Event description:
A patient sample generated a potassium result of 2.5 mmol/l using an aeorset analyzer (analyzer #1). The sample was then repeated yielding a potassium result of 3.5 mmol/l using another aeroset analyzer (analyzer #2). The 3.5 mmol/l result was reported. A laboratory technician discovered the difference between the two results and repeated the sample using analyzer #2 obtaining a 2.6 mmol/l result. The sample was then repeated using an alternate method (omni) obtaining a result of 2.4 mmol/l. A corrected report was sent out with a 2.6 mmol/l result and the doctor was informed with no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.